Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. The investigation is ongoing; a supplement report will be submitted upon completion.

Event description:
The customer reported two (2) false positive results with the idnow covid-19 2.0 assay with two (2) patients on (B)(6) 2026. This report is for patient and test one (1) of two (2). Retesting was performed with a different idnow instrument which presented a negative result. The customer indicated that patients were asymptomatic and that the patients were treated as covid-19 negative patients. No negative impact was reported as a result. Although requested, no additional information was provided by the customer.